Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03853. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the patient's sick sinus syndrome is unknown but may be related to the mechanisms above and the patient's pre-existing flutter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, the patient expired due to a late presentation of an aortic dissection. The patient received a 26mm sapien 3 ultra valve during a successful tf tavr case. He had a functional bicuspid valve. After he was discharged post tavr, he felt some chest discomfort and went to the emergency room. He was released home. The patient returned to the valve clinic for his follow up and they noted that he did not look good. They discovered there was an aortic dissection and were about to open him up but found that it was not viable and the patient expired. The exact location of the dissection is unknown. Of note, during the case, due to the patient's functional tricuspid valve, there was some difficulty crossing the native valve. Bav was performed but there was still some difficulty noted while crossing with the valve and delivery system but they were able to successfully cross the valve. A flutter was present prior to any treatment performed by the physician. He treated it as the patient wasn't on anticoagulants, after which was noted to have a sick sinus syndrome while being monitored post procedure. It is unclear exactly when, but a permanent pacemaker was placed.